Manufacturer narrative:
The device was in use for treatment. The lead was capped; and therefore, will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if additional information becomes available. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this ventricular lead was capped because it was fractured. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 7 years, 11 months.